Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 511 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, customer reverted to manual injections for insulin therapy. Customer updated their pump settings to address the event.